Event description:
It was reported that during an implant procedure on (B)(6) 2021, one lead was unable to be fully removed. Physician attempted multiple times to remove the lead with no success. In turn, the lead was abandoned in the patient. Further surgical intervention may take place to remove the lead.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.